Manufacturer narrative:
Analysis found abrasion on the lead outer insulation and rv cable insulation at 18.1 cm from the connector pin. One of the rv cable wires was exposed. The damage found is consistent with that of friction to the ICD can.